Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. Six days prior to the patient¿s death, the patient was hospitalized for an unknown indication. Five days after being hospitalized, the patient was discharged from the hospital and began hospice care at home. The next day the patient passed away. The cause of death was unknown. The patient was not connected to the homechoice cycler at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.